Manufacturer narrative:
(B)(4).

Event description:
The patient and a manufacturer representative reported that the patient went through an airport security system and their stimulation stopped. The patient met with a manufacturer representative and everything was fine. The issue was determined to be that the patient couldn't locate their implantable neurostimulator (ins) for telemetry. There were no actual problems with the device. The patient was implanted for failed back surgery syndrome and spinal pain.